Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It as reported that a screw fractured in the patients mouth in site #4. Part of it is still in the implant. Implant placed on (B)(6) 2016.

Manufacturer narrative:
An certainâ® gold-titeâ® hexed screw (iunihg) and 3i t3â® with dcdâ® tapered implant 5/4 x 11.5mm (bnpt5411) were not returned. Since products have not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. No pre-existing conditions were noted on the per. The reported device was located on tooth #4 and was used for approximately 6 years and the implant date is 2016. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review could not be performed, as the lot number associated with the reported products are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number were conducted for the (iunihg and bnpt5411) dating back to 12 months from now . The complaint history review revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction could not be verified and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.